Event description:
It was reported that defibrillation threshold testing during the implant procedure showed the atrial lead was "coming off," and the atrial lead was consequently re-implanted. It was then added that following the implant procedure, an x-ray showed the atrial lead "seemed to be hanging without slack and the right ventricular (rv) lead had little slack." It was noted that when the patient was in an upright position, there was "scarce slack" with the atrial lead and the rv lead was rather pushed." The atrial lead was re-positioned due to the "lead tip coming off because of too much slack" and the rv lead was re-positioned due to "changes in slack that caused a change in the sensing value." The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).